Manufacturer narrative:
On 8-oct-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a blood reflux occurred from the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was prepared correctly by the health care professional (hcp). After the transeptal puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the left atrium (la) and the dilator was retracted. Immediately, they saw blood reflux from the proximal valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was immediately retracted and changed with another one. No consequences for the patient. Additional information was received indicating the hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred after the insertion in left atrium; no evidence of air in the heart (patient was monitored with tee) . An abbot, brk-1 xs was used for transeptal.

Manufacturer narrative:
Device investigation details: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 00002428 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a blood reflux occurred from the valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was prepared correctly by the health care professional (hcp). After the transeptal puncture, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the left atrium (la) and the dilator was retracted. Immediately, they saw blood reflux from the proximal valve. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was immediately retracted and changed with another one. No consequences for the patient. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and microscopic examination of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged in the irrigation hub and broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The dislodge and broken hemostatic valve could be related to the hemostatic valve leak reported by the customer, the complaint was confirmed. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. D4. Primary UDI number has been added (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).